Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) device had a small amount of movement at the handpiece/sasi interface when attached to the device. It was reported that during this same procedure the saw array interface device had an out of plane error. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned for evaluation. Therefore, the reported condition could not be confirmed. However, the log files review performed revealed multiple instances of user-driven saw stutter ¿ including but not limited to: blocked arrays, excessive leg movement, and in/out of plane occurrences, with no evidence of signatures pointing towards electrical hardware involvement. However, without the return of the suspect right-sasi, a functional test cannot be performed to recreated the reported event. The assignable root cause could not be determined since no problem was found.